Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image guide insertion tube crystallized. A definitive root cause could not be identified. Based on the results of the investigation, a further cause of the crystallization of the image guide and insertion tube and bending rubber could not be established. The instructions for use (IFU) state the following which is deemed relevant to the suggested phenomena: the IFU states the detection method in gastrointestinal videoscope olympus gif-lv1 operation manual chapter 3 preparation and inspection . The IFU states the preventative measures in gastrointestinal videoscope olympus gif-lv1 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the device was observed with crystallization on the bending rubber. The issue was observed during preparation for a procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.